Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "intracapsular rupture with calcification," and "progressive encapsulation". The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, crease fold, device appearance (craters are observed on the surface of the shell), and weight to the specification. A microscopic analysis was performed which identified a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: a striated edge opening on anterior side assessed as surgical damage.

Event description:
Healthcare professional reported left side "intracapsular rupture with calcification," and "progressive encapsulation". The device has been explanted.

Event description:
The device has been explanted.